Event description:
Information was received from a consumer regarding a patient who received unknown dilaudid (unknown concentration and dose) in an im plantable pump for degenerative disc disease and spinal pain. Following back surgery in (B)(6) 2012, the patient experienced severe symptoms with their tailbone hurting; back and left leg were going out and the patient experienced shooting pains going down right leg. A myelogram was performed and the "dye was not running because there was a blockage in the patient's body." The patient had an emergency surgery for nerves on (B)(6) 2012. The pump formed a foreign body that was pressing on the patient's nerves. The patient's healthcare provider (hcp) wanted to remove the pump on (B)(6) 2012, but the patient elected not to have the pump removed at that time. On (B)(6) 2012, the patient collapsed on the bathroom floor at the commode; lost feeling from the waist down. The patient could not walk (was not paralyzed), had numbness from the waist down, and was incontinent to bowel and bladder. The patient then went to a location (unknown if a rehab facility or hospital for a week) where next steps were determined through observation. The patient was then take by ambulance to a hospital and stayed there for a month. The patient went through physical therapy to get leg strength back and learn how to walk again; lost muscle mass. The patient had an appointment in (B)(6) 2013 for an MRI to check on the patient's nerves. The foreign massed reportedly press on the patient's nerves until there were "black and blue." It was stated the issue was inoperable and need time to allow healing. It was further reported the patient "blacked out" while waiting to see their hcp. The patient went into a seizure and was rushed to the hospital. The patient could not recall anything at that time. The hcp performed emergency surgery on approximately (B)(6) 2013 due to a staphylococcus infection, which was spreading through the patient's body. The infection was not known at that time. The hcp reportedly had to "go in and drain all that fluid." The patient lived in two different rehabs for 4 months and had to learn how to do everything again because the issue had "gotten so bad. " it was stated the hcp "did not think the patient was going to make it through the night." The patient was in critical condition and had a 106-107 degree fever; patient was placed in ice. On the morning, the pump was pressing on the patient's nerves so much that the pump was removed on (B)(6) 2013. The patient was treated with intravenous and oral antibiotics. The patient was reportedly in the intensive care unit (ICU) for 2 weeks. The patient was in the hospital for a month and experienced nausea and faint every now and again (did not know at the time it was related to the staphylococcus infection. The patient was in the hospital until (B)(6) 2013 when the infection resolved. The patient went from using a wheelchair to a walker with a cane. The patient had gotten some feeling back; can feel in her stomach, but numb from genitals down to both legs and feet. More feeling returned on the right side. The patient still went twice a year for an MRI to check nerve healing and growth. The patient and an appointment scheduled for (B)(6) 2016. History: back surgery to get cage ((B)(6) 2012), back surgery through stomach to finish cage ((B)(6) 2012), colostomy bag (2014).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.